Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735001; lot/serial #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the mouse was not working. This had no effect on the case. The procedure was over. They were trying to shut down the machine at the end of the case and couldn¿t get the mouse to work. No further information was received. No impact on patient outcome. On 2020-jan-23 uf: additional information was received from the site stating that the mouse still works.